Manufacturer narrative:
(B)(4). Batch # r58p58. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic esophagectomy, the cartridge came off from the jaw when the device clamped the target tissue at the first firing. The device was used on the esophagus thorough an airseal 12mm access port. Then, the surgeon grasped the closing lever to reload the cartridge into the jaw, but the cartridge came off again. There was a difficulty in removing the device via the trocar, and it was found that the articulation joint cover was damaged. A tape was used to pull the esophagus thorough the airseal, so it suspected that the port cavity was narrow to move the device through the trocar. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58p58. Investigation summary: the analysis found that one pcee60a device was returned with the joint cover damaged and with a gst60b cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.